Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vticm5_12.6 implantable collamer lens, -8.0/+3.0/092 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged for a longer lens due to low vault and lens rotation. The problem was resolved. The cause is listed as user error.

Manufacturer narrative:
Device evaluation: lens was returned dry in a microcentrifuge vial with clear surgical residue on product. Visual inspection found the haptic torn and foreign material (residue) on lens. Claim# (B)(4).